Event description:
It was reported that the patient received an inappropriate shock and did a remote transmission. The transmission showed undersensing and intermittent t-wave oversensing on the right ventricular lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).